Event description:
In preparation for an endoscopy procedure, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. The loading catheter was used to load the ligator barrel onto the endoscope before inserting the endoscope (with loaded ligator) into the patient. During the loading process, the blue hook of the loading catheter detached in the endoscope. The blue hook was retrieved from the endoscope. This did not occur in the patient. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: the loading catheter was the only component included in the return. Our laboratory evaluation of the product said to be involved confirmed the report. One blue hook has separated from one end of the loading catheter. The blue hook was included in the return. The outer diameter of the blue hook was measured and found to be within specification. The inner diameter of the loading catheter was verified to be within specification. No kinks or bends were noted in the loading catheter. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.